Event description:
The patient experienced infections at the abutment site. The implant was removed under a general anaesthetic. An osia device was implanted at a new site.

Manufacturer narrative:
This report is submitted on january 10, 2023.